Event description:
The facility reported gauze fibers came off of the sponge and fell into the surgical site.

Manufacturer narrative:
It was reported that gauze fibers came off of the 4 x 4 and fell into the surgical site. The fibers were manually removed by the surgeon. We were not made aware of any patient injury or need for further intervention. The actual samples were not retained for evaluation and the lot number is not known. In the absence of a sample, a root cause has not been determined.